Manufacturer narrative:
(B)(4) multiple MDR's were submitted for this event. Please see report(s): 0001825034-2018-00495. Concomitant medical products: 814509180 hfn 130 deg 9 mm x 180 mm, lot unknown, 281001004 t-handle hudson, lot fa7n74, 281013037 flexible jig bolt driver 8 mm, lot nm1210, 211201201 insertion jig 130 degree, lot e73dg4. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the bolt would not release during removal of the jig. The nail was removed after a 15 minute delay to surgery and the bolt was able to release. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The visual evaluation revealed that the jig bolt driver was noted to be fractured. The jig was removed from the nail with an allen wrench with minimal effort. Once removed, it was noted that the threads of both the jig bolt and the nail are undamaged, and the bolt and nail are able to assemble and disassemble as expected. Device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products - insertion jig bolt, cat#: 211201202 lot#: e28dv4, hfn 130 deg 9mm x 180mm, cat#: 814509180 lot#: 118760, 099480, or 099470, t-handle hudson, cat#: 281001004 lot#: fa7n74, insertion jig 130 degree, cat#: 211201201 lot#: e73dg4, flexible jig bolt driver 8mm, cat#: 281013037 lot#: nm1210. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.